Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that when using the first device, the first three to five clips fired correctly on the cystic duct. When he placed the next two clips on the cystic artery, it appeared that they fired properly; but he noticed that when he checked behind the artery the clips actually crisscrossed/scissored. Three clips on artery not ok, fourth looked loose and scissored. The doctor asked for a second device to place additional clips on the artery, but it was "hard to make it work, almost like if you try to fire an empty gun that locks out. He asked for a third device and it worked so he completed the case with third device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition the returned device was disassembled to verify the condition of the internal components and the ratchet pawl was damaged and the ratchet pawl spring was missing. Due to the returned condition of the device no testing could be performed to evaluate the incident reported. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.